Event description:
The customer reported obtaining differential background failures from the coulter act 5diff autoloader (al). Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and replaced the optical flow cell to resolve the differential failures. (B)(4).